Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient got a new program and now the ins was depleting to 30 percent in a day. It was indicated that the patient had recently been reprogrammed or switched to a new group. It was reviewed that program parameters could affect the recharge interval. The patient noted that they could typically charge the ins within an hour, but had an instance where it only charged to 70 percent in that timeframe with excellent connection. The patient inquired if the controller battery status affected the recharge speed and it was reviewed that the controller battery should not affect recharge speed. The patient stated that they turned their ins off today, so they wouldn¿t run out of battery by the time they could charge, and they stated that they wanted to see if the pain would return. The patient inquired about obtaining an additional charger. The patient was redirected to follow-up with their healthcare provider (hcp). It was reported that the patient¿s reprogramming and ins depleting faster occurred on (B)(6) 2018 and the recharger taking longer as it only went to 70 percent in the same timeframe occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the patient's race was reported. It was also reported that they weighed (B)(6). No further complications were reported/anticipated.